Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and verified the reported event and replaced the buzzer cable part and performed all tests calibrations after doing all the tests the ventilator performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing the ht70 ventilator audible alarm was absent (shut down buzzer alarm test failed). The ventilator was not in use on a patient at the time of the reported event.